Event description:
In 2008, a clinic manager contacted the baxter renal account sales representative and stated a home patient (hp) was found unresponsive and determined to be expired while connected to the homechoice (hc) device. The hp was pronounced dead in the same day of contact. The home patient was a male, who started his first peritoneal dialysis therapy in the home about a day prior. An on-site investigation occurred at about one week later, and revealed the following: the hp's prescribed peritoneal dialysis therapy settings: therapy type: continuous cycling peritoneal dialysis (ccpd), total volume: 14,500 ml, total time: 10 hours, fill volume: 3000 ml, last fill volume: 2500 ml, initial drain alarm setting: 1000 ml, number of cycles: 4, drain volume percentage: 85% dwell time: 1 hour 46 minutes, the home patient's prescribed solutions were two 6l bags of 2.5% dianeal and one 6l bag of 1.5% dianeal. The 6l bag of 1.5% dianeal was prescribed for his last fill cycle. The hp used three bags of 2.5% dianeal during his first therapy. On the event day, prior to the wife leaving the house for the day, she had not noted any behavior changes in the patient, and she followed her normal routine and proceeded to go to work. The patient's wife returned from work at approximately 12:00p.m. On the event date. The homechoice machine display read "end of therapy" and the patient's wife disconnected the patient from the device. The homechoice device did not have any alarms during his treatment. After the wife disconnected the patient from the homechoice, she then checked the patient's blood pressure, which was 59/32. The patient's breathing was slow and shallow. The wife attempted to arouse the patient; however, the patient was unresponsive. The paramedics were called and arrived at the home. Treatment given by the paramedics was unknown. The blood sugar level was unknown. The resuscitation was attempted and the patient was transported to the hospital emergency department. The patient was pronounced dead at the hospital. The paramedic records had not been received by the facility at the time of the on-site visit. The cause of death is unknown. It is unknown if an autopsy was performed. The wife and the patient were trained and considered proficient prior to the first therapy a day prior. The facility nurse indicated that she had offered the patient and the wife a home visit to oversee the first set up and start of therapy. The patient and wife declined. The patient reportedly experienced episodes of low blood pressure while on hemodialysis therapy prior to peritoneal dialysis therapy.

Manufacturer narrative:
Complaint was opened against the homechoice cycler-refurbished for this reported event. External visual inspection of home choice device: passed. Visual inspection of patient's disposable: passed. Therapy completed with companion samples: passed. Therapy completed with actual patient's samples: passed.